Event description:
Patient reported her diabetologist advised that her irregular blood glucose levels may be due to an infusion device malfunction. Patient stated there were no alarms or errors that appeared on the infusion device display. Patient stated the diabetologist communicated to her that it has been a few months that her blood glucose level has not been constant. Patient reported the diabetologist checked for the presence of insulin subcutaneous accumulations but did not find anything. Patient alleges an "inaccurate or unintended insulin delivery". No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.